Event description:
Customer had abnormal free t4 results of <0.3 pmol/l for one patient sample. Sample was repeated two more times and recovered <0.3 pmol/l each time. Sample repeated with j&j free t4 vitros eci analyzer gave 13.4 pg/ml. The patient was not taking any d-t4 containing substances. No information was provided to determine if erroneous results were reported, no adverse events were reported. Free t4 reagent lot= 157677 investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
The following additional information was received: the elecsys result did not fit the clinical picture. No patient was adversely affected, the free t4 result from the other method (eci) was reported. Patient history includes angor pectoris and urine incontinence. Patient medication provided: mictonorm -15 mg ramipril -10 mg rasilez -300 mg d-vital calcium -1000 algostase mono algocod -2 bromazepam -6 mg omeprazole -20 mg co-bisoprolol -10mg/25mg moxonidine -0.4 mg.

Event description:
It was reported that a load wheel casting broke while loading a patient into the ambulance. No adverse consequence reported.

Event description:
Info received indicates the beds head section cannot be raised.

Manufacturer narrative:
Interference testing concluded the serum sample contained a highly specific interference factor which led to low free t4 recovery. The patient was not adversely affected by the low free t4 result.